Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and subsequently the touchscreen was shattered and the pump began "having trouble with the insulin." The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was between 230-240 mg/dl.